Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 400 mg/dl to 600 mg/dl. The auto mode feature was not active at the time of high blood glucose event. The troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.